Manufacturer narrative:
To date, the devices involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the rocker arm was loose on two of the same product (mayfield triad skull clamp) which have the same lot number: 054. On one of the products, there was pt contact. There was slippage but no laceration occurred. The clamp had to be changed. The pins had to be replaced in the pt's head. The registered nurse (rn) reported that she couldn't remember or provide any more further information regarding this pt. The rn then reported that there was no pt involvement with the other triad skull clamp. Both products have been sent for repair and evaluation. It was uncertain which of the two products was involved with the pt. Cross referenced to MFR report #: 3004608878-2010-00072 (same reporter, same product complaint, different lot number, different pt).